Event description:
Reference number (B)(4). Event occured in the united arab emirtaes. The patient reportedly experienced a bent cannula in their infusion set, which led to their hospitalization. To address the high blood glucose levels, the patient received treatment via intravenous (IV) drip. The hospital admission occurred on (B)(6) 2025, and the stay extended beyond 24 hours. Upon admission, the patient's blood glucose level was recorded at 599 mg/dl. A ketone test was conducted, yielding a result of 6, indicating the presence of significant ketones. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirtaes.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008104, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008104 was manufactured according to the work instruction (wi) version 79 and packaging in the machine multivac 12 on 12-jul-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4f06391 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 12-jul-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4f06392 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 12-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.